Event description:
Customer reported symptoms of hypoglycemia with an aviva system blood glucose result of 70 mg/dl. She self-treated, retested blood glucose as 125 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.